Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was dropped, and then received an alert to change battery and when customer opened the battery compartment, and noticed they were unable to remove the battery. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device received with scratched case, pillowing keypad overlay, and cracked keypad overlay. No battery or power anomalies noted during testing or in power graph. (B)(4).